Event description:
The customer reported to vyaire medical that the avea ventilator has white screen on power up. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr turned on the avea unit and it would stay on a white screen longer than usual. Also noticed screen is dim. The fsr replaced uim/user interface module. Ran performance check, unit passed all test and runs according to OEM specs. The avea ventilator can be now returned to service.